Manufacturer narrative:
The target site was the right cavernous carotid sinus. The vessel had unknown calcification, mild tortuosity and 99% stenosis. All products were new, had not been re-sterilized, were prepped according to the IFU guidelines, and were undamaged prior to use. A continuous flush was maintained through the microcatheter (mc) and it was flushed between exchanges. The guide catheter remained in place; it was reported that the target site was not lost due to the resistance difficulty. The guide catheter was not at an acute angle nor was there any kinks or bends noted. There is no information available regarding the guidewire that was used in the procedure. After removal, no damage to the mc was noted. There were no kinks or bends at the proximal end or at the strain relief. Follow-up information reported that after removal, the mc could not be flushed. There were no adverse consequences to the patient. The non-sterile prowler select plus was received without the involved coil. The obstruction was confirmed. A cordis lab sample guidewire could not be introduced through the microcatheter hub and the microcatheter could not be flushed. The lab sample guidewire was then inserted into the tip and advanced until it got stuck. The ID of the tip of the microcatheter was within specification. The microcatheter ws sectioned at proximal part. After sectioning the proximal part of the catheter, the ID of the hub shaft area proximal to the obstruction was determined to be within specification as indicated by ability to insert the correct pin gauge size. The unit was sent for cross-sectional and ftir analysis to determine the cause of the lumen obstruction. Results revealed that a clear/white material identified as fluorocarbon was blocking the microcatheter lumen. The catheter hub/body area was sectioned in the longitudinal direction and there was no evidence that the inner sleeve liner was bonded to the catheter lumen. The complaint unit was found to have ptfe blocking the proximal lumen (approx. 10 cm from the hub) of the microcatheter. It is likely that during the functional test, the obstruction located at the hub was moved to 10 cm distally from the hub. The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan), including hub visual and dimensional inspection per test results form. Based on the limited information regarding the delivery system utilized and other devices used during the procedure at this time, the cause of the failure could not be determined. However, this complaint does not appear to be manufacturing related, since no visual anomalies were noted in the hub; molding was properly done with no heat damage to the catheter. In addition, during manufacturing process, a mandrel is inserted into the microcatheter and removed before packaging. Therefore, an obstructed lumen causing resistance to movement of the mandrel would be detected at this time. These factors, along with the report that previous to the encountered insertion difficulty other devices were successfully inserted through the prowler mc, indicate that procedure factors possibly contributed to the event. It is possible that the concomitant devices contributed to resistance/friction and damage to the inner lining of the microcatheter resulting in loosened ptfe that caused the obstruction. Based on the investigation, the complaint does not appear to be manufacturing related.

Event description:
During a coil embolization procedure, there was resistance inserting the second coil delivery system non-cordis (ed10 extra soft 2mm) into the hub of the prowler plus microcatheter, therefore, it was withdrawn out of the patient. However, during the analysis of the product by (fal) failure analysis laboratory, the microcatheter had loose ptfe. Therefore, this finding is being reported.